Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure " table stopped functioning" couldn¿t confirmed during the inspection. The failure was not reproduceable. A warming message "table motion not available" appeared on the remote control. An error code or message is a safety indication feature of the device designed to alert the user/clinician of a possible device problem or limitation so the device user may take appropriate action. In this event, no harm was reported and no hazardous situation occurred. Based on this, no further actions are necessary.

Event description:
Customer reported that during a procedure the table stopped functioning and would not allow them to move the table. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that during a procedure t the table stopped functioning and would not allow them to move the table. This report was filed in our complaint handling system as complaint #(B)(4).